Event description:
The manufacturer received a work order invoice for an everflo oxygen concentrator due to tfound sieve beds blown, pca board has non-stop alarming, power cord chewed up, front case cracked, rear case cracked. The faulty parts were replaced. This report is being submitted due to the power cord was chewed up. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
In this report, section h6 - device problem, evaluation results and component code has been updated.